Event description:
It was reported that the customer had a button error alarm and an unexpected restart alarm. No further details given.

Manufacturer narrative:
The insulin pump received with an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin pump passed all functional testing. No unexpected alarms noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.